Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 4/04/2016 that a customer had an issue with a dialysis catheter. The customer states during the procedure performed by dr. (B)(6), after catheter insertion he was unable to pull the guide wire out. After pulling strongly on it, the guide wire came out but it was frayed and did not have normal tension. It was flaccid. Dr. (B)(6) received a friction burn on his right middle finger from pulling strongly on the guide wire. The line was inserted (B)(6) 2016 at 1400 and was immediately removed after the guide wire issue. The case was rescheduled with the surgeon later in the day. There was no serious injury or medical intervention required for the friction burn.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Sample consisted of one guide wire. The sample present signs of use (remains of blood). The guide wire came inside a plastic bag with an original label of the product mahurkar that showed the lot number 1515900132. Visual inspection was performed and it observed that guide wire was stretched and kinked on different points of the surface of guide wire. Dimensional testing was required, after test the device was within specification. An ishikawa diagram was used to determine the potential causes for this event. The most probable cause is related to an inappropriate manipulation by the user. The guide wire is inserted into the tunnel during use and its flexible characteristic is part of the component design. Due to visual condition in which the defective guide wire was received evidenced that this component was taken out from the plastic cover (dispenser) and it was heavily manipulated by the user. No complaint triggers or trends were identified, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.